Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date. Before open the package, the inner bag of sterilized double package was not sealed. Another package was used to complete the surgery. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 11/17/2015. Additional conclusion code: actual unused sample was returned for evaluation. Drain and trocar were received taken out of the package with opened primary pouch and opened secondary pouch. Visual inspection was performed and the inner and outer pouches had their pre-sealed sealings.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.